Manufacturer narrative:
(B)(6). Results: a photo was sent that showed the perforated stoppers. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6104979. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while undergoing an inspection, 480 damaged 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ were found. They had perforated rubber stoppers. No injury or medical intervention was reported.